Event description:
The peritoneal dialysis registered nurse (pdrn) reported to (B)(6) (during follow-up for (B)(6)) that the patient was hospitalized for a (non-(B)(6)) catheter malfunction on (B)(6) 2026. In additional follow-up, it was stated that this event is unrelated to the cycler. The patient's catheter has been removed and the patient has transitioned to hemodialysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).